Manufacturer narrative:
Approximate age of device - 3 years, 4 months. The system controller is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient was found by a family member, and was unresponsive with the system controller alarming. The family member exchanges the system controller, and the patient regained consciousness. The patient was admitted and was reportedly ¿okay¿. A CT scan of the head was negative. The system controller history was reviewed by the manufacturer¿s technical services representative, and low speed advisory alarms were observed for approximately 25 to 30 minutes prior to the system controller being exchanged. The log file revealed that the power was 25.5 watts, and the speed was in the 5000 rpm during the event.

Manufacturer narrative:
The device was not returned for evaluation after multiple requests were made for product return. The system controller was not returned for evaluation; therefore, a full device evaluation could not be performed. Review of the submitted system controller log files revealed a decrease in the pump speed below the low speed limit pm (B)(6) 2017 at 10:05 pm, associated with an elevation in pump power up to 26 watts. The pump speed did not return to the set speed and approximately 1 minute later, a yellow wrench/replace system controller alarm became active. The alarm remained active until the system controller was exchanged at 10:35 pm. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.